Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was exercised for 24 hours with no unprogrammed boluses occurring. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(4) 2012, the patient contacted animas alleging multiple primes and boluses were noted in pump history that she did not perform. The patient reportedly admitted to bolusing twice and priming once. Customer support (cs) reviewed the pump with the patient and noted several boluses and primes. The patient's blood glucose (bg) value was reportedly 312mg/dl with no symptoms. The reported bg is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that the pump delivered boluses without user intervention.